Event description:
Initially, on (B)(6) 2020, an intra-aortic balloon pump (iabp) accessory doppler failure was reported. No further information was available at the time. On (B)(6) 2020, additional information was received indicating that the doppler accessory connection was confirmed but there was no detection signal being sent during use, making this event reportable as of that date. It is unknown under which circumstances the event occurred or if a patient was involved. However, there was no adverse event reported.

Manufacturer narrative:
Corrected information: the production device history record (DHR) review cannot be reviewed as the pump model and serial number associated with the doppler has not been reported to us. Additional information: no additional information has been received in relation to the replacement and/or repair of the doppler.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
Initially, on (B)(6) 2020, an intra-aortic balloon pump (iabp) accessory doppler failure was reported. No further information was available at the time. On (B)(6) 2020, additional information was received indicating that the doppler accessory connection was confirmed but there was no detection signal being sent during use, making this event reportable as of that date. It is unknown under which circumstances the event occurred or if a patient was involved. However, there was no adverse event reported.